Event description:
During the coronary artery bypass graft surgey, the first seal did not deploy after it was inserted into aorta. The surgeon used a second seal, however surgeon was not able to get good hemostasis with this second seal. Surgeon converted to using a side biter clamp to complete the procedure. No patient complications were reported.